Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular and right atrial leads exhibited high capture thresholds. On (B)(6) 2018, the leads were explanted and replaced. Patient was stable before, during, and after the procedure.